Manufacturer narrative:
Reference record (B)(4). The lot number of the device involved in this complaint was not provided. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. The instructions for use (IFU) state the following after peg tube placement: to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced abdominal pain along with excessive air/gas and impacted bowels. On (B)(6) 2017, the patient was seen in the ER and then taken to the operating room to find the source of air. The patient underwent a diagnostic laparoscopy, which revealed a pneumoperitoneum or leak around the peg-j tube which required a gastropexy. The nurse reported that the notes did not indicate the pneumoperitoneum was caused by patient physiology, procedure technique, or peg-j tubes. The peg-j tubes remained in place and the patient was released from the hospital on (B)(6) 2017.